Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient experienced exit block back in (B)(6) of 2016. Upon interrogation, the right ventricular lead exhibited loss of capture. On december, the patient experienced pre-syncopal episodes. During a device upgrade procedure, the lead was explanted and replaced successfully. The patient was in stable condition post operation and was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.